Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported when the set performed air venting process in the instrument, a "n251 cassette test failure" message displayed. After the pump was replaced, the same message remained. There was unknown patient involvement and unknown patient harm.